Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During the visual inspection, the subject catheter was returned within through a rhv and sheath shaft. The catheter shaft was seen to be broken and only the coil winds were holding the catheter in place in the rhv. The subject catheter was found flat/crushed. During the functional testing the subject catheter could not be advanced or retracted from the sheath and remains within the sheath shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be within the sheath. Catheter shaft was seen to be broken and only the coil winds were holding the catheter in place in the rhv. The subject catheter was flat/crushed. The as reported can be confirmed based on the analysis and the as reported ¿catheter shaft difficulty advancing, ¿catheter shaft difficulty removing/withdrawing¿ and ¿catheter kinked bent¿ as well as the as analyzed ¿catheter shaft difficulty advancing¿, ¿catheter shaft difficulty removing/withdrawing¿, ¿catheter shaft broken/fractured during use¿, ¿catheter shaft flat/crushed¿ will be assigned an assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject catheter shaft was found broken during use. There were no clinical consequences to the patient as a result of this event.